Event description:
During an atrial fibrillation procedure, it was reported that the physician noticed that the silhouette of the heart was not moving and the patient's blood pressure was dropping. An intracardiac echocardiography (ice) confirmed a pericardial effusion. A pericardiocentesis was performed and the patient stabilized and returned to their room. On (B)(4), received additional information requested from bwi representative stating that the event occur during ablation phase. The patient required hospitalization and the outcome was a full recovery.

Manufacturer narrative:
The device has been disposed by the customer. Concomitant bwi products: carto 3 system, us catalog # fg540000, serial # (B)(4). Stockert 70 system, us catalog # s7001, serial # (B)(4). Cool flow pump,u.s. Ship kit us catalog # cfp002 serial # (B)(4). Thermocool sf nav bi-directional catheter, us catalog # bni35fjct, lot # unknown. (B)(4).